Manufacturer narrative:
H3: product analysis of qc-2-4-3d-cn, lotno:s23jm004c as found condition (condition of returned device): an axium implant coil was returned for analysis within a shipping box; within a sealed biohazard pouch and within an opened axium implant coil inner pouch. The echelon-10 micro catheter used during the event was not returned. The axium implant coil was returned within introducer sheath. Visual inspection/damage location details: the axium implant coil pushwire was found to be broken but retained by release wire at ~7.4cm and bent within introducer sheath at ~115.0cm from proximal end. The axium implant coil was found to be already detached and returned within introducer sheath. The implant coil appeared to be stretched and damaged within the introducer sheath. The axium implant coil was unable to be pushed out further from the introducer sheath for additional evaluation as it was found to be stuck. No other anomalies were observed. Testing/analysis (including sem reports): the axium implant coil could not be used for resistance testing with an in-house returned echelon-10 micro catheter due to its damaged condition. Conclusion: based on the device analysis and reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was confirmed. Possible contributing factors to ¿coil resistance/stuck in catheter¿ include failure to hydrate the axium implant coil prior to use, and lack of continuous flush during delivery. The echelon-10 micro catheter has a labeled ID (inner diameter) of 0.017" with two separate marker bands. Per axium detachable coil instructions for use (IFU): ¿axium detachable coils should be delivered through a microcatheter with a minimum inside diameter of 0.0165¿-0.017¿ with two marker bands. Therefore, the echelon-10 micro catheter was found to be compatible for use with the axium implant coil and be ruled out as a potential cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an axium coil encountered resistance and was stuck in the proximal section of the microcatheter. The patient was undergoing surgery for treatment of a saccular, unruptured right side aneurysm with a max diameter of 6mm and a 3.6mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that the coil was delivered to the proximal end of the microcatheter, but the resistance was too great to continue delivery. After replacing with the new coil, the delivery was normal. The implant coil pushed smoothly out from the introducer sheath. The catheter and coil were not damaged. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.